Event description:
The rptr did back to back (rapid succession) blood glucose results; rptr did not recall whether using the same finger or different fingersticks. Rptr's results were 62, 230, 98 and 110 mg/dl. Rptr did not have any symptoms. Control testing was not done due to lack of supplies. On followup, rptr stated that rptr checks test strip confirmation dot to assure adequate sample; has accurate testing techniquies. Rptr stated that rptr cleans rptr's meter regularly, and stores strips in vial. Rptr knows use of control solution. No harm was alleged.